Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the farawave catheter was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, a farawave pulsed field ablation catheter was selected for use. Following a cavotricuspid isthmus (cti) ablation, which is considered off-label use, a coronary angiogram (cag) was performed. A coronary artery spasm was confirmed, and the patient was treated with nitroglycerin, resolving the issue. The procedure was successfully completed with the same device, which was disposed of and is not expected to return for analysis.